Event description:
It was reported that the patient underwent an l2-3 posterolateral fusion using rhbmp-2/acs supplemented with autograft and posterior fixation instrumentation. Post-op, the patient began complaining of worsening back pain and bilateral lower extremity radicular pain with inability to ambulate. MRI showed large epidural accumulation of fluid creating high-grade compression of the thecal sac. A surgical intervention was performed nine days post-op to explore the spinal fusion, and evacuate an apparent epidural hematoma. A tense deep hematoma was encountered and evacuated below the paraspinal muscles. Fragments of a deeper, more solid hematoma were also evacuated. A deep hemovac drain was placed. Deep cultures were found to be negative for infection. There was no reoccurrence of hematomas post-intervention.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.